Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot c754 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot c754 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. The customer photographs show the tube being clamped off in two locations by hemostats. The portion of the tube in between the clamps has a different appearance, indicating that it is scuffed and damaged. If a tubing leak had occurred it is likely that it would have been in that section. However, based on the customer supplied photographs a tubing leak could not be verified with the photos alone. A material trace of the raw material tubing used to manufacture lot c754 found no related nonconformances. There is no further action required for this complaint. Investigation complete. (B)(4).

Event description:
The customer called to report a tubing leak that occurred during a patient treatment. The customer stated that the leak occurred quickly after pressing the start button. There was about 97mls whole blood processed. The leak was said to be at the second tubing in the flm, and there appears to be puncture holes. The patient was in stable condition and not affected by the incident. The customer has returned photographs for investigation.